Event description:
On (B)(6), 2010, (B)(6) reported to kerr corporation that fillings that had been placed with alert a3.5 fell out.

Manufacturer narrative:
A doctor reported that fillings that had been placed with alert a3.5 fell out. The doctor did not specify the number of patients involved, nor did the doctor provide details on the technique that was used. No information was provided regarding patient outcome. It was stated that in some cases, the product was used on the anterior teeth, however, the product website indicates that it is intended for use on the posterior teeth. No sample was returned from the customer, therefore a retain sample was evaluated for hardness and was within product specifications. Because of this it can be concluded that this incident was not due to a product failure but to user error. (B)(4). Retain sample evaluated.